Event description:
It was reported the patient had difficulty healing after surgery. The patient also stated a lead screw had become loose. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 638bl30 heart band implanted 2007 (B)(6). (B)(4).